Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has worn connector causing no image and signal loss. The most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited loss of image due to a worn-out lock latch on the video connector, excessive dust and lint buildup inside the unit, and substance spillage on the circuit board (ex board) resulting in no signal on the digital visual interface (dvi) connector. There was no patient involvement.